Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose insulin pump received motor error. The customer¿s blood glucose level was 577 mg/dl and current blood glucose was 549 mg/dl. The customer reported that they received a motor error alarm. The customer reported that the drive support cap was flushed. The customer was advised to monitor the blood glucose while waiting for the replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor .the motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.